Manufacturer narrative:
D10: concomitant devices: (B)(6) 02-010-03-0235 - logic cr femoral cem, left, sz 3.5 (B)(6) 200-02-35 - three peg patella 35mm (B)(6) 02-012-45-3535 - lgc tibial fit tray cem sz 3.5f / 3.5t (B)(6) 200-02-35 - three peg patella 35mm the device was not returned for evaluation and no photographs or x-rays were provided for review; therefore the reported event cannot be confirmed through analysis. The cause of the reported event cannot be determined based on the information made available. Should additional, relevant information become available, a supplemental report will be filed accordingly.

Event description:
It was reported via legal documentation that approximately 97 months after a left total knee replacement procedure, the patient underwent a revision procedure to address polyethylene wear, pain, and swelling. Revision surgery operative notes were provided. Patient left the operating room in stable condition. Post operative diagnosis noted wear of the implant. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
The reason for the revision reported in (B)(4) cannot be confirmed from the information provided but may be the result of prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. H6: corrected health effect clinical codes.